Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the customer was sleeping and not interacting with the pump when the alarm occurred. Through a review of the pump data in the t:connect logs, tandem technical support (cts) confirmed that the button was pressed down for 30 seconds prior to the alarm. Cts educated the customer to keep items from pressing the button; the customer acknowledged. The customer's blood glucose level was 330 mg/dl and was addressed with a bolus.